Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose 4.5 mmol/l. The customer went through 3 batteries over a couples of hours and 2 times yesterday and received another in the morning. The customer was advised that the internal source in the device is unable to charge. The device is operating on the aa battery only. The customer presviosly report power error detected.the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to place insulin pump into storage mode.